Manufacturer narrative:
(B)(4). Batch # n57k6j. Additional information was requested and the following was obtained: are you able to confirm if it was the closing trigger (light gray) or the firing trigger (dark gray) that broke off? No I am not able to confirm. The analysis results found that the ats45 device was received with the firing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no abnormalities were noted. While no conclusion could be reached, what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, the device didn't fire and the handle broke off. A second device was used to complete the procedure. There were no patient consequences reported.